Event description:
A report was received that the patient's ipg was getting warm in the pocket. Patient's database analysis showed premature battery depletion of the ipg. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.

Event description:
A report was received that the patient's ipg was getting warm in the pocket. Patient's database analysis showed premature battery depletion of the ipg. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause pain and/or warming in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint was not duplicated or confirmed. The complaint the ipg overheats when running stimulation or charging was not confirmed. Charge profile was analyzed and it exhibited normal characteristics. The complaint of premature battery depletion was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog section of the ipg electronics. It could not be determined conclusively, which analog is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.